Event description:
It was reported to philips that the system was frozen after start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the system was not starting. The philips field service engineer (fse) inspected the system onsite and diagnosed the system using analysis tools for pcs and found that the os (operating system) was not functioning properly. The fse reinstalled the software on the suite pc and created backup. The system log file was unavailable for certain timeframe, and it became available once the software being reinstalled. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.